Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown IV set fell apart while it was hanging in the patient¿s room. It is unknown if the patient was involved or if the malfunction occurred prior to connection. No additional information is available.

Manufacturer narrative:
(B)(4). The potentially involved patient's exact age is not known; however, the customer referred to the location of the event as a "baby patient room". Should the device be received, lot number become known, or other additional relevant information be obtained, then a follow-up MDR will be submitted.